Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A surgical technician reported that a patient experienced blurry vision following an intraocular lens (iol) implant procedure. The iol was exchanged. Additional information was provided by the surgeon, who reported that the patient was unable to tolerate the lens and is now happy with a different lens model. The event resolved with treatment.